Event description:
It was reported that pericardial rv effusion without pneumothorax occurred during implant. Conservative treatment was provided and resolved the problem. Patient was discharged from the hospital.

Manufacturer narrative:
(B)(4).